Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. Upon microscopic examination of the purple infusion sleeve, damage consistent with damage caused when the phaco tip pierces or tears the infusion sleeve as a result of incorrect mounting of the sleeve onto the handpiece phaco tip. The directions-for-use (dfu) state to avoid twisting of the sleeve and a diagram is provided to aid the user in correctly mounting the infusion sleeve onto the phaco tip. The root cause of the investigation found the damage to the infusion sleeve to be consistent with user handling. Incorrect or misalignment of the infusion sleeve onto the phaco tip during setup can result in the customer's experience. No action will be taken for this occurrence, as the root cause is related to customer mishandling of the product. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the tip of a micro infusion sleeve was torn off during the procedure and remained in the eye. The torn piece was removed with forceps and procedure completed with no patient harm.